Event description:
The dexcom g6 cgm system does not work as advertised. I became sick earlier today and the system was reporting blood sugar readings of 320. I went to the local urgent med clinic and my sugar actually tested at 484. This variance in cgm and actual readings has happened multiple times since I began using the system 2 weeks ago. I had another instance of the device showing my sugar being below 45 but it actually tested at 150. These variances are not accurate enough to allow for proper insulin dosing as the MFR's advertise. I have followed the companies exact instructions regarding insertion site, actual insertion of the sensor, and care of the site. The sensors are supposed to last 10 days but due to repeated failures I have had to replace the sensor 6 times in 12 days. The mfrs are not factually relaying info to pts regarding the variances that they deem as "acceptable." I was informed earlier today by a dexcom technical support agent that if my blood sugar was actually 70 then a reading of anywhere between 40 and 100 is considered accurate. I am a (B)(6) year type 1 diabetic with no complications. I can assure you that the difference between 40 and 100 is literally the difference between life and death for a diabetic. The variance in readings I experienced today is the difference between taking an add'l insulin injection and needing to be treated for diabetic ketoacidosis. None of this info was given to me prior to purchasing the $(B)(6) system or I would not have purchased it. They are stating the results are accurate enough for insulin dosing but that claim is false. The 150 point difference I experienced today is the difference of 5.5 units of insulin to compensate. Over or under estimating insulin dosage in even this mall amount can make a huge difference for a brittle diabetic like myself. Dexcom needs to immediately stop telling pts that they don't need to text their blood sugar because that is a lie. This cgm system is basically useless. And for tandem to be using it in correlation to the basal iq system on their t-slim x2 pump is a disaster waiting to happen. The basal iq system relies on the cgm to relay accurate readings to the insulin pump so that insulin dosing is stopped if blood sugar readings are trending low. With 100 point variances that they find acceptable, this is another disaster waiting to happen.